Manufacturer narrative:
(B)(4). Product not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Customer's husband calling on behalf of the customer. The customer is concerned with tests results from all of results obtained. The customer's expected fasting blood glucose test result range is 115 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 155 and 183 mg/dl. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). The customer is testing 2 or more hours after eating. The customer's husband stated that his wife recently went to a regularly scheduled doctor's appointment and performed a control test on the meter that was within range but that the doctor told them that this meter is reading too high. Meter's memory reviewed with the customer and verified that the time and date was never set on the meter.